Manufacturer narrative:
(B)(4). G2: foreign - event occurred in france. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the metallic door latches are "loose" and can no longer be used to close the case tightly. No consequences or impact to the patient due diligence is in progress for this complaint; to date no additional information or product has been received.